Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805. (B)(4).

Event description:
Consumer reported complaint for e-3 error. The customer is feeling okay, no medical intervention is needed. The customer states that she is getting the e-3 error message soon as the test strip is inserted into the meter. The customer does not remember when the vials of test strips were opened. The customer stated that she did leave the cap on the vial opened. The customer has left the lid opened on (B)(6) 2015. The customer states that she is storing the meter and test strips inside of the meter carrying case in the bedroom.